Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The seal opened in tears is not likely to affect the functionality of the encore device or its integrity. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that the device failed to open appropriately and device contamination could occur. An encore balloon catheter inflation device was selected for use. During unpacking of the device , it was noted that packaging did not open correctly. The tyvek labeling tore rather than coming entirely off the product. The physician was concerned about potential product contamination within the packaging.